Manufacturer narrative:
Additional information was added: the device was manufactured from july 9, 2019 - july 11, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the blue winged cap. This issue was detected at a hospital drug storehouse before patient treatment. When this issue was found, the user replaced the product, and a new product was used to continue the treatment. There was no patient involvement. No additional information is available.